Manufacturer narrative:
The customer was sent troubleshooting tips via email including removing the battery, cleaning the contacts, re-inserting the battery and recharging it for 24 hours. She was advised to contact customer service if the troubleshooting tips did not resolve her issue. In follow up with a complaint handler on (B)(6) 2019, the customer alleged that she developed mastitis on (B)(6) 2019 and was prescribed an antibiotic, which she was still taking. She indicated that she was "mostly recovered," but still pumps and feeds more often and takes her medication. She also indicated that she tried to reset the pump as directed in the troubleshooting tips provided by customer service, but though the pump flashes the full battery indicator, when she unplugs it, the pump will only run for a matter of seconds before powering off. Despite this, the customer indicated that she had not contacted customer service to resolve the issue and there is no evidence to suggest that she has as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that the battery for her freestyle breast pump was not working. She indicated that after she had replaced the battery, it for worked for a while, but while on a business trip the pump would only work if plugged into an electrical outlet. She additionally alleged that she developed mastitis because she was unable to pump while traveling.